Event description:
It was reported that the customer's insulin pump screen went blank. Customer stated the insulin pump would not come on at all, despite having changed the battery. Customer's blood glucose was not known. There was also a crack on top of the reservoir reported. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.